Manufacturer narrative:
It was reported that the peel away mechanism did not work well, and the physician had to rely on using a hemostat to tear away the sheath, from the catheter. Procedure was completed successfully with this device, and the patient did not experience any adverse effects, harm, or require medical intervention because of this incident. No sample or photo was provided. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation, as it was disposed of; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. After management review for peeling issue a CAPA was initiated to further investigate this issue. The complaint is non-verifiable as the product was not returned for evaluation. The event will be re-evaluated should additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
End user reported an issue with the sheath in a CT w/8fr detached poly cath w/vi smartport kit. During procedure it was reported that the peel away mechanism did not work well, and the physician had to rely on using a hemostat to tear away the sheath, from the catheter. Procedure was completed successfully with this device, and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. Device will not be returned for evaluation, as it was disposed of. No sample or photo was provided.